Event description:
It was reported that the right ventricular (rv) lead had high impedance and increased thresholds. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analysis found no anomalies. Concomitant products: product ID d234drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; product ID 5554-53 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).